Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. There was clear surgical residue/debris on the product and thick, clear residue on the lens. Visual inspection found a piece of the haptic missing. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.50 into the patient's right eye (od), the lens "flipped"/implanted "upside down." As the surgeon removed the lens in order to exchange it, the lens was "damaged." This occurred on (B)(6) 2017. The lens was exchanged intraoperatively with the same size, diopter lens. The problem was resolved.

Manufacturer narrative:
Corrected data: required intervention to prevent permanent impairment/damage (devices) should not be checked. The surgeon removed the lens in order to exchange it, the lens was damaged which occurred on (B)(6) 2017. Claim #: (B)(4).